Manufacturer narrative:
This report is being supplemented to provide additional information. Updated d4 with UDI and e4 to no.

Manufacturer narrative:
During inspection and testing, the fiber was found to be broken at the distal end. There was a break in the fiber jacket about an inch from the distal end. The reported issue (device not recognized) was not confirmed as there was evidence of fiber tip burn-back. A review of the device history record found no deviations that could have caused or contributed to the broken fiber. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the fiber tip broke due to mishandling. The break was not initially reported so it can be assumed that this did not occur during a procedure but rather during repacking of the device or shipment. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device failed out of the box. The device was not recognized by the laser. The subject device was sent to olympus for evaluation. During inspection and testing, the fiber was found to be broken. This report is being submitted for the malfunction found during evaluation (broken fiber). There was no harm or user injury reported due to the event.